Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter had leakage on the back side of the indwelling needle. The following information was provided by the initial reporter, translated from chinese: after being admitted to the hospital on (B)(6), 2023, the patient came to the hospital for treatment due to coronary heart disease shock. It was urgent to establish an intravenous access, and the nurse punctured with an indwelling needle. After the puncture was successful, it was found that there was leakage on the back side of the indwelling needle and it could not be used normally.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknowd. 4. Medical device expiration date: unknown. H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.